Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-00194, for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2008. According to the complainant, it was impossible to expose the clip as it was bound in the sheath. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.